Manufacturer narrative:
Although the complainant has indicated that the suspect device is being returned for evaluation, it has not been received. The device evaluation has not been performed; the cause of the reported malfunction is undetermined.

Event description:
It was reported to boston scientific corporation in 2008, that a nasobiliary catheter with guidewire device was used on three days earlier. According to the complainant, they were unable to insert a guidewire into the device due to a kink. The procedure was completed with another nasobiliary catheter with guidewire device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "good".